Event description:
It was reported that during a percutaneous intervention a balloon rupture occurred.the maverick xl 5.5 /15/153 balloon catheter was selected for predilatation and advanced to the target lesion. The balloon ruptured at 4 atm on the first inflation. The balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous intervention a balloon rupture occurred. The maverick xl 5.5 /15/153 balloon catheter was selected for predilatation and advanced to the target lesion. The balloon ruptured at 4 atm on the first inflation. The balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: magnified inspection of the returned device revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).